Event description:
It was reported that the customer experienced high blood glucose levels and that a bent infusion set cannula was found upon removal. The blood glucose reading was 442 mg/dl, which the customer treated with a manual injection. The customer stated that the high blood glucose made her feel groggy. She noted that she was unable to cock the infusion set completely when she was inserting it. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.